Event description:
It was reported that during a da vinci-assisted nipple sparing mastectomy trial, surgical procedure, the monopolar curved scissors (mcs) tip and instrument broke following a forceful disengagement from the fenestrated bipolar forceps (fbf). The surgeon accidentally crossed the two instruments, causing the mcs's tip to catch in the hole of the other instrument. Unable to resolve the collision, the surgeon forcibly pulled the instruments apart, resulting in the breakage of the mcs's tip. The mcs was successfully removed, and it was found that the distal edge of the instrument was chipped. A new instrument was used for the remainder of the procedure, with no parts left in the patient, resulting in a procedure delay of less than 15 minutes. Additionally, the foot tray on the surgeon console of sp0103 was stuck in the middle-deployed position, causing user frustration, though all pedals were functioning as intended. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that the issue occurred during an instrument collision. It was not related to dissection, grasping, or retracting tissue. The monopolar curved scissors (mcs) instrument was used for approximately 3 hours before the issue occurred. The instrument wrist was straightened upon removal. No fragment fell into the patient as all particles were removed upon removal of the mcs.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.63 mm x 1.61 mm in size. Additional observation related to the customer reported complaint: due to the broken adapter, a detached fragment was observed, which was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.